Event description:
It was reported that during a pta treatment procedure, a transcend .018 guidwire got stuck in the oasis thrombectomy system when being withdrawn from the pt. The pt was asymptomatic during this event. The clot was located in a previously placed dialysis shunt in the pt's forearm. The physician used a 6 fr mosquito introducer sheath for vascular access. The oasis system was removed from the pt and replaced with another oasis system to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.